Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the spouse of the patient on (B)(6) 2018 reporting that the patient was going to have a back surgery to remove the unit on (B)(6) 2018 before the patient¿s regular back surgery. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a family member/friend regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the scs had not been effective in relieving the patient¿s pain since it was implanted. It was reported that either the stimulator was not working or it did not provide sufficient relief for their back pain. The patient was able to feel stimulation, but it never helped their pain much. The patient quit using the stimulator approximately several weeks ago as a result of the issue. It was reported that the patient was requesting the stimulator be removed because they were going to have back surgery. It was later reported that the patient was going to be scheduled for back surgery to have the scs system removed. It was not clarified if the back surgery was the removal surgery or if this was a different surgery. It was very painful where the wires were implanted when they showered and dried off starting about a year ago in 2017. No further complications were reported.